Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to a non product experience. A new device was implanted. No additional adverse patient effects were reported.